Event description:
It was reported that upon an impedance check, it was noted that 3 of the 8 contacts to be greater than 10k and continually causing out of range (oor) while troubleshooting. The cause was unknown. The patient is to be set up for a lead revision. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 3986a lot# n258885 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3986a, serial/lot #: (B)(6), ubd: 28-jun-2014, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.